Event description:
A report was received that an electrode was left inside the patient's body following an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's physician offered to operate to remove the loose body even if the patient doesn't want to.

Event description:
A report was received that an electrode was left inside the patient's body following an explant procedure.